Event description:
It was reported that the 9900 system would intermittently not fluoro and the timer was not working. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The power outlet was repaired by the (B) (4) during the service call. The system was found to be working as intended, and put back into service.